Event description:
The customer contact reported a circuit board inside the docking station was burned up. The device was returned to the biomedical department for an unspecified reason for an unspecified repair. It was reported that when the biomedical technician opened the device, the technician noted a burnt smell. During visual examination at the user facility, the customer contact reported that the device circuit board was burned up and two wires were disconnected. There were no reported adverse patient events and no report of delay in therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.